Manufacturer narrative:
The device history record for the reported lot number, 0002980807, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample is reported to be available, but has not yet been received by the manufacturer. All information reasonably known as of 09-jun-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 400 ml. Flow rate: 4ml/hr. Procedure: knee replacement surgery. Cathplace: unknown. Date of procedure: (B)(6) 2020. It was reported the patient had a dual pump device placed. One was pump was set between 8-12ml/hr and appeared to infuse and empty correctly. The second pump was set at 4ml/hr and emptied too soon. The patient stated the pumps emptied during the night. The patient did not have any signs of toxicity. Both pumps were removed by the patient's spouse without difficulty. There was no reported injury.